Event description:
When the physician used the subject device to cut bullous disease of lungs during a video-assisted thoracic surgery, a fire appeared around the probe tip. The physician replaced the subject device. The procedure was completed. It was reported that when the fire appeared, the physician could not grasp a tissue well and activated output without grasping the tissue.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp for eval. The eval confirmed that the tip of ptff pad severely wore and metal part of the grasping section is exposed. There were scratches of the probe and the metal part of the grasping section. Omsc also confirmed the video of the procedure. When the physician activated the ultrasonic output while grasping nothing and pressing the grasping section against the target tissue, a fire appeared after about ten seconds. The fire disappeared for a moment. The mfg history was reviewed, with no irregularities noted. As the result of eval, it is highly likely that the physician activated the ultrasonic output while grasping nothing and the ptfe pad severely wore and the metal part of the grasping section exposed. Additionally the physician continued to activate, the spark occurred due to the contact with the probe and metal part of grasping section and a fire appeared. The instruction manual of sonosurg scissors prohibits the usage as activating output while grasping nothing. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.